Event description:
The physician reported that the pt's pump was refilled in 2009; she was not notified of any problems following the refill. The following month, the pt experienced nausea, vomiting and a fever. Another pump refill was done four days later, at that time, the pt was in the hospital because he had recently had his gall bladder removed. The pt was reported to be stable at that time, but the kidney functions were about 1/3 normal. The pt's blood pressure was lower than usual, but nothing that appeared serious. The pt's legs were relaxed and arms were only slightly tighter than normal. The pt was communicating, interacting and responding appropriately to questions. About 12 hours after the refill (around 8 pm), the pt had a hypotensive event. A pump study was scheduled for the following day. The next day, at 7:30 a.m., when the physician arrived to do the pump study, the pt was in the ICU. The pt was flaccid, but the physician felt that it was related to the recent "code" the pt had. The pump dose was decreased by 25% in an effort to see if any changes occurred in the pt since they were unable to perform a pump study. The following day, the plan was to aspirate the pump and check the logs, but when the physician arrived, the family was discussing removing life support with the intensivist. It was decided to discontinue life support, so the pump was not aspirated and logs were not read. Sometime following the pt's death, the pump was explanted. The physician stated that she did not believe there was a pump malfunction as there was no acute onset of symptoms. The official cause of death was unk. They did not plan to do an autopsy. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.